Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the patient has not made progress in speech and language development since receiving the cochlear system. The results of the integrity test in 2007 were consistent with normal receiver/stimulator function with electrode anomalies. The device was explanted on the following month due to infection found at the time of explant surgery, no reimplant surgery is planned.